Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Not explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: a review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for complaint number (B)(4), part number: 04.037.158s, lot number: 9954217, manufacture date: 12/03/15, expiration date: 2025-10-31, DHR review date: 12/22/15. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015, while treating a subtrochanteric fracture, the locking mechanism of trochanteric fixation nail advance would not advance. When removing the insertion handle to complete the surgery, the cannulated connecting screw would not disengage from the nail. The surgeon made multiple attempts to remove the screw using a t-handle ball hex screwdriver. During this process the ball broke off and was retrieved. The handle was unable to be removed from the nail. The surgeon proceeded to remove all implantable devices (helical blade was damaged in removal) and a second set was used to complete the surgery. There was a surgical delay of approximately 20 minutes. The surgery was successfully completed with no harm to the patient. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
(B)(4). All of the implantable devices were inserted, but then removed during the procedure on (B)(6) 2015 due to the reported issue. Therefore, the devices are not considered to have been implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation summary was performed - a tfna long nail was received at the investigation site attached to an insertion handle via a connecting screw. The nail has no visible damage, but cannot be disconnected from the insertion handle using a standard ball-hex screwdriver because the connecting screw is tightly bound within the nail. The connecting screw appears to have been tightened into the tfna locking mechanism. After many attempts to loosen the connecting screw with a screwdriver and wrench in the test lab, the returned nail assembly eventually detached from the insertion handle. The force required to do so would have made removal during surgery extremely difficult. The investigation revealed the locking mechanism in the nail was seated too high into the nail, causing it to bind to the connecting screw. The locking mechanism is set by manufacturing during the assembly process. The design allows for clearance within the assembly per the tolerance stacks. However, because the lock prong would not advance forward, it appears to be positioned too high, which created interference with the connecting screw and prevented it from loosening. A process change took place which addressed lock prong placement and resulted in 100% inspection of all nails manufactured thereafter. The DHR shows the lock prong placement for this lot of nails was inspected and found to be adequate. Extensive testing shows that the locking mechanism remains in the set position during vibration and transit, so the lock should have been in the correct place prior to the surgery. At some point prior to inserting the connecting screw, the locking mechanism became positioned too high within the nail and caused the connecting screw to bind to it. The tfna implant functional and design requirements were reviewed and the following line items apply: 1.9: system must allow rotationally controlled, guided collapse of proximal femur fractures. 1.16: nail must contain features to aid with assembly to insertion handle and support the weight of the heaviest nail in the tfna system. 2.3: the nail-to-insertion handle connection must be strong enough to allow for insertion, repositioning, and impaction of the nail in the femur without causing breakage or deformation of the nail that would affect targeting of the head element. 4.1 implants must be compatible with all mating instruments in the tfna system. Based on the investigation, the incorrect placement of the locking mechanism caused the connecting screw to bind to it. Because the tolerance stack is correct and the manufacturing record indicates that the part was inspected, the exact cause is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.